Event description:
The patient experienced a lack of therapeutic effect despite programmed dose increases. There were no pump alarms or volume discrepancies. An intraoperative catheter dye study confirmed the catheter function. The pump was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.